Event description:
Additional information was received that the event was resolved by reprogramming the device.

Event description:
During a remote follow-up, myopotential oversensing was observed on the device. No known intervention has been performed. The patient was stable and will continue to be monitored.